Event description:
During a revision surgery, a 17mm x 155 stryker restoration modular stem was implanted. It subsided too much so reaming was increased to 19mm and a 19mm x 155 restoration stem was implanted. A 21mm +0 body was implanted with a 28mm +8 fit femoral head, and a 28/56 adm insert. 10cc of hydroset was used to fill voids in the osteotomy.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 17mm x 155 stryker restoration modular stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.